Event description:
Pt reported obtaining back-to-back blood glucose results of 41 mg/dl and 72 mg/dl, while using the suspect device. Pt did not indicate if any action was taken based on these values. No resultant injury was reported. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect device and replacement product was shipped.